Event description:
Reporter stated that pt underwent uterine ablation procedure in an attempt to control excessive uterine bleeding prior to scheduled hysterectomy. Three days post procedure, pt developed infection, culture identified as beta-hemolytic streptococci. Pt was placed on antibiotic therapy. Ten days later following initiation of antibiotic therapy, pt was taken to or for hysterectomy.